Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 120 mg/dl and sensor glucose was 52 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 120 mg/dl and sensor glucose was 78 mg/dl at the time of call. The customer stated that they calibrated and changed the sensor. The customer stated that there were no bent cannulas from the previous sensors. The customer was advised to turn the sensor feature off for 2 hours then turn back on and perform reconnect old sensor. The sensor will not be returned for analysis.